Event description:
Per the clinic, the patient experienced poor performance with the device and subsequently lead to not providing benefit and pain due to episodic pressure associated with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.